Event description:
The device was returned to the manufacturer in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the service center, the device was visually inspected and found evidence of foam degradation. During the evaluation of the device, the device was visually inspected and found a cosmetic defect of corrosion in the device. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. During the evaluation of the device, the third-party service center visually inspected the device and found contamination of cigarette smoke or insect infestation. Upon review of this complaint, there was no reported malfunction of the device that would contribute to insect infestation and contamination. The IFU instructions for the dreamstation auto CPAP device state to never operate the device if any parts are damaged or if it is not working properly. Periodically inspect electrical cords, cables, tubing, and accessories for damage or signs of wear. Discontinue use and replace if damaged. To avoid electrical shock, always unplug the power cord from the wall outlet before cleaning the device. Do not immerse the device in any fluids or spray the device with water or cleaners. Clean the device with a cloth dampened with an approved cleaner. If you notice any unexplained changes in the performance of this device, if it is making unusual or harsh sounds, if it has been dropped or mishandled, if water is spilled into the enclosure, or if the enclosure is broken, disconnect the power cord and discontinue use. Contact your home care provider. Per the current information, the insect infestation is likely a result of improper device care. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was scrapped.